Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the patient had an issue with her previous leads. The patient thought it may have been shorting out and was shocking her. The patient couldn't really remember. She thought one of the leads went bad so they were replaced to resolve the issue. The occurred in 2011. It was noted that the patient had six back operations which included the initial spinal cord stimulator implant and the lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.